Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pocket was opened due to a suspected infection. When the physician opened the pocket there was no sign of infection. The pocket was closed and the implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.